Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap extended hemi - "long procedure (3,5 h). During procedure the cutting of the tissue became more difficult. Especially sealing and cutting of the omentum seems to be more bleedy compared to" competitor's product." Additional info received from tm by email on (B)(6) 2016: the device been used for about 3 hours before the surgeon noticed poor cutting. All kinds of tissue was being cut when poor cutting performance was noticed, was a conversion from lap to open. The surgeon experienced resistance/ difficulty when actuating the blade lever, more than usual. The surgeon was not specific if improvement occurred if/when the jaws were cleaned. All tissue was cut, but it needed more strength to do this. Cutting succeeded till the end, but needed more strength/power to lever the cut handle. Sealing vessel or tissue bundle would sometimes directly lead to bleeding. General oozing observed. Omentum was being sealed when the insufficient hemostasis was observed. No tension applied to a vessel or bundle that was being sealed. No specific time when the device being used when the surgeon started noticing the insufficient hemostasis. Insufficient hemostasis observed 1-2 times during the procedure. No eschar buildup on the jaws when the insufficient hemostasis was observed. The jaws of the device cleaned during the procedure with gauze w/nacl; 2-3 times (approx). No specific improvement with hemostasis if/when the jaws were cleaned was noticed by surgeon. It was not visible to tell where along the seal site with respect to the jaw was the insufficient hemostasis observed. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. No generator alarms interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine.

Manufacturer narrative:
Investigation summary: the device key from the event unit was returned for evaluation. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key. The device activation logs showed a total of 150 activations. Of these, four recorded "reactivate switch released" entries, which indicate premature release of the fuse button that can result in insufficient hemostasis if the device is not reactivated. However, in the absence of the complete event device, it is difficult to confirm the root cause of insufficient hemostasis and insufficient cutting. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of insufficient hemostasis and cutting remains unknown as engineering was unable to replicate the event without the subject device. Although the root cause of the event could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) to mitigate insufficient hemostasis. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.